Event description:
A patient called in 2002, alleging that their surestep meter was giving inaccurate low readings, and was hospitalized as a result. Patient tests blood glucose once a day, more often if reading is less than 120 mg/dl, and took a set amount of 1 glucophage pill in the morning. Patient was getting low readings for a while. Patient stated that they were not concerned about them since patient was feeling fine. A nurse was coming to their house every two days to check their ulcerated foot, due to an infection from a bypass graft. The nurse "was more concerned about the low readings than I was". On the morning of the previous day, patient tested their blood glucose with a result of 31 mg/dl. Patient ate peanut butter and drank orange juice and apple juice in the next four hours. When the nurse came about 4 hours after patient's morning reading, nurse tested patient again and it was an even lower reading than the one in the morning." The nurse took the patient to ER and patient was tested there with a result of 116 mg/dl on the ER meter. Patient was given IV sugar water. Patient was admitted to the hospital overnight and was released the next morning. Patient did not test on the meter that day until the new one came the next morning. Two days later, patient went to the doctor's office and he added a pill of glucophage to be taken in the evening in addition to the pill in am. No further information reported. Patient did not remember if their test strips were open for more than 4 months. No further information reported.